Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt¿s trunk cable knitline being damaged and unable to plug belt into the monitor, also being unable to run falloff or detect and treat testing. The root cause for the damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.